Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08603. It was reported that the pt had staph infection at the ipg pocket site. Over last few weeks, the incision had developed increasing drainage, redness at the incision line with white border was observed and the incision line had open wound. The pt was treated with antibiotics. No further information is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.